Event description:
It was reported that during a rotator cuff repair the surgeon was utilizing an ambient super turbovac 90 integrated finger switch arthrowand. Allegedly the ablate functionality woudl stay activated after the finger switch had been released. The wand was removed from the surgical field and the procedure was completed using instrumentation and shaver. No patient complications were reported as a result of this event.